Event description:
During a lead off alarm that happened with patient at bed #6, the multiview workstation central monitor wasn't able to display the alarm as a visual alarm (in the parameter box). Audible alarm annuciation was present at both bedside and central monitors. The alarm limits menu in the mvws was disabled. Simultaneously all other sc9000 bedside monitors displayed "offine" alarm message, however the waveforms of all the monitors were displayed in the mvws.